Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the home screen did not appear on the display. The customer blood glucose level was 237 mg/dl. The insulin pump was exposed to moisture. Customer reported that there was fluid under the lcd display and battery compartment. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, a21 error test, displacement test or verify missing segment/partial display anomaly due to blank display.